Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an inspection of the device, it was found that the invasive blood pressure (ibp) was not functioning as expected. As this issue was discovered during an inspection of the device, no patient was involved at the time of the incident.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an inspection of the device, it was found that the invasive blood pressure (ibp) was not functioning as expected. As this issue was discovered during an inspection of the device, no patient was involved at the time of the incident.